Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was observed that the atrial lp exhibited low current of injury, and upon repositioning, blood pressure began to drop. It was verified that a perforation occurred, resulting in possible tamponade. Pericardiocentesis was performed and it was elected to abandon the atrial lp placement on (B)(6) 2026. The patient was stable.